Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated an architect b-hcg patient result of 1,081.33 miu/ml was generated and reported. Controls were not run. The following day, randox controls were run and all three levels were out of range low. The customer proceeded to calibrate and received error code 1206 "concentration of cal a too high". The customer retested the randox controls using another reagent pack from the same lot and results were within range. The patient sample was retested and a result of >15,000 miu/ml was obtained. A corrected report was issued to medical personnel. No impact to patient management was reported.